Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. The implantable cardiac monitor exhibited incorrect battery longevity post procedure. The device was noted to be in cold temperature overnight. No intervention was performed.